Event description:
While a field service engineer (fse) was troubleshooting an unrelated issue, he discovered that a coulter hmx hematology analyzer with autoloader was failing reproducibility testing in the secondary mode (manual mode), caused by wear on the blood sampling valve (bsv) shaft. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse reported that he replaced the bsv (blood sampling valve) actuator assembly to correct the reproducibility issue. He performed mode-to-mode calibration and adjusted secondary mode calibration factors after the replacement. He ran startup, reproducibility, and all controls to verify the instrument, with no further issues. (B)(4).